Event description:
It was reported that an ilet bionic pancreas displayed a cartridge icon with a line through it and generated alert code 32, indicating a delivery motor communication error despite a full charge and device restart, and a replacement device was provided with instructions to power down and return the original. Symptoms included no changes in blood glucose levels. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included a technical review of the reported alarm history and user-reported troubleshooting. Investigation of this case revealed a suspected delivery motor processor communication malfunction consistent with a motor control subsystem issue. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed, and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.